Event description:
Patient sustained a grade 1 open pilon fracture (comminuted fracture of the distal tibia). During open repair of the pilon fracture, the drill bit broke and the tip remained in the bone. A c-arm confirmed the broken tip. The surgeon indicated that trying to remove the tip would cause bone destruction in the area. The surgeon opted to leave the tip in place rather than destroy bone in trying to remove it. No adverse outcome to patient. The remaining portion of broken drill bit is available and can be returned to the manufacturer if requested.